Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device type. Additional information: device eval by manufacturer? Imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the door remaining open after the pca was locked was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to a pca door malfunction. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. Based on the review of the suspect pca module s/n (B)(6) event log. On may 15, 2025, at 9:24 pm when was powered on and attached to the pcu s/n (B)(6), an infusion with a bd 50 ml syringe was programmed with a rate of 0.5 ml/hr and a vtbi of 48.9497 ml. At 9:25 pm ¿ 9:26 am, the pca module door opened and closed 2 times, then the infusion was restarted. At 9:32 pm, the pca was primed and the infusion started. At 10:03 pm- 10:04 am, the infusion was paused and restarted. At 11:09 pm- 11:12 pm, the pca was primed and was programmed with a rate 150 ml/h, vtbi 1 ml and the door opened, the infusion was attempted to restart but it was not possible because the door remained open. The pca module door opened 6 times and closed 5 times. The infusion was attempted to restart 4 times, but it was not possible because the door remained open. Then pca was turned off currently syringe volume of 47.4164 ml and powered on, the same infusion was programmed and the door closed and opened 2 times. At 11:14 pm - at 11:15 pm, the pca door closed, and the infusion was restarted. The pca module door opened 3 times and closed 2 times the current syringe volume was of 46.799 ml and. The infusion was attempted to restart to times, but it was not possible because the door remained open. At 11:16 pm - 11:18 pm, the pca door closed, and the infusion started. The infusion opened and closed 2 times, and the infusion was restarted 2 times. The pca was primed and the infusion started. The rate changed to 1 ml/h. The next day, may 16, at 8:59 pm ¿ 9:01 pm, the infusion paused and restarted. At 9:27 pm, the infusion paused and restarted. At 11:32 pm ¿ 11:34 pm, the infusion paused and restarted. The suspect pca module (s/n (B)(6)) was attached to a known good laboratory pcu. After programming an infusion and closing the door, the infusion began. However, a minor adjustment to the pca door triggered a 'door open' alarm. Despite pressing the restart button to resume the infusion, the same error reappeared after a few seconds. To address the issue, the suspect pca door was replaced with a known good door. After installation, a new infusion was programmed. Various movements were applied to the door and rear casing of the pca, but the error did not recur. The infusion proceeded as programmed, with no errors or interruptions observed. Preventive maintenance was performed, and the tasks were observed to have been completed successfully. The alaris system user manual v12.3.2 notes, if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Before loading the syringe, check for damage or defects. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report about the door unexpectedly open after the pca was locked was found to be due to the malfunction of the pca door. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device opened after programming although the device was intended to have been locked. There was patient involvement, but no harm was reported. Additional information was provided by the hospital biomed indicating ""shutdown and the door popped open, even though it was locked" per 2nd hand report from clinician."

Event description:
It was reported that the device opened after programming although the device was intended to have been locked. There was patient involvement, but no harm was reported. Additional information was provided by the hospital biomed indicating "shutdown and the door popped open, even though it was locked" per 2nd hand report from clinician."

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.